Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758 implantable tachy lead implanted: 2010 (B)(6); 407652 implantable pacing lead implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient has been experiencing diaphramatic stimulation from the left ventricular (lv) lead. It was noted that they cannot reproduce the stimulation. The lv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported from follow-up information that due to the patient's diaphragmatic stimulation that the patient is experiencing the physician has elected to do a pocket revision. The lead remains in use. No patient complications have been reported as a result of this event.